Event description:
It was reported that during a 2 level lumbar fusion, the interbody device cracked and was broken during implant. No patient complications were reported.

Manufacturer narrative:
(B)(4). Visually confirmed both of the implants broken into multiple pieces; not all portions of implants are returned for analysis. One implant identified with multiple cracks, fracture and significant plastic deformation at and around the inserter interface. Microscopic examination of both returned implants provides evidence of fracture initiation at the base of the inserter interface features, with plastic deformation and evidence of fracture initiation. Fracture surface examination identified multiple quasi-brittle surfaces with rays emanating from likely fracture initiation points suggesting the direction and location of fracture, consistent with overload. The above observations are consistent with overload.